Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-apr-01, information was received from a manufacturer representative (rep), regarding a patient receiving morphine (unknown dose and concentration) via an implantable pump for non-malignant pain. It was reported the patient had an magnetic resonance imaging (MRI) yesterday and the rep was interrogating the pump on the date of this call, but no recovery has been shown. Tech support reviewed telemetry stated and recommended periodically reinterrogating the pump.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the company representative who reported that they waited 30 minutes and then re-interrogated the pump, and it said that the pump had recovered. The reporter had not heard anything else since then and believed the issue to be resolved.